Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not change the cartridge in a timely manner and the cartridge ran out of insulin. Contact alleged no issue with the pump or supplies. Customer's blood glucose (bg) was 567 mg/dl and ketone level was high. Pump supplies were changed and injections were administered to address bg. Recommendation was made for customer/contact discuss event with their healthcare provider.